Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. A device interrogation revealed that the right ventricular lead exhibited elevated capture threshold. The lead was capped and replaced on (B)(6) 2020 without complication.